Event description:
It was reported that the 9800 system displayed a "stator not on" error when the c-arm is moved from the ap to lateral positions. It was also noted, during site visit, that the fluorescent display is not working and the lateral clutch is noisy. There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Replaced the high voltage cable, fluorescent display and the friction clutch. The system was tested and found to be working as intended and placed back into service.